Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was not giving "no delivery" alarm when occlusions occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: a review of the black box indicated occlusion alarms had occurred. The pump was returned with the alert/reminder/warnings/alarms sound settings on ¿high¿, the temporary basal settings on ¿off¿, and the remote bolus settings on ¿vibrate¿. The pump powered on normally and successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no issues occurring. An occlusion was induced during testing and the pump emitted the appropriate audio-visual ¿occlusion detected¿ alarm on the home screen followed by an ¿occlusion detected no delivery¿ alert on the home screen. The alarm was accurately recorded in the pump history. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.